Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation on december 22, 2008 that a resolution clip device was used on a female patient to stop a bleed during a colonoscopy in 2008. According to the complainant, during the procedure, the clip would open, but not close. The device was replaced with another resolution clip device. Refer to MFR report #3005099803-2009-00276 for details regarding the second device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.